Event description:
It was reported the bd¿ blunt fill needle guard was excessively glued to the hub so that it looked different from usual products. The following information was provided by the initial reporter: ¿before usage, the customer found that the needle was excessively glued to the hub so that it looked different from usual products.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported the needle was excessively glued to the hub. To aid in the investigation, one sample in an opened packaging blister with the plastic shield and four photos were received for evaluation by our quality team. A visual inspection was performed and no defects were observed. There is an acceptable imperfection with the white epoxy on the top part of the plastic needle hub. The four photos show the sample received. It could be possible the customer noticed the imperfection and that the epoxy was not perfectly similar to the other units. A device history record review was completed for provided material number 305180, lot number 1273749. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.